Event description:
It was reported that during the implant procedure, the first attempted lead had normal measurement in unipolar mode, however, when tested in bipolar, there was an increased in threshold and high impedance measurement. The lead was removed. It was also reported that an attempt to implant a second lead was not successful because the lead had no capture and there was no pacing due to a very sick atrium and a history of maze procedure. The lead was removed. No patient complications have been reported a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.